Event description:
It was reported that the packaging was damaged and the sterile packaging was compromised. An intellamap orion catheter was selected for use. It was noted that the packaging was damaged, and the sterile packaging was compromised. No patient involvement or procedure occurred.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.